Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8840, product type programmer, physician. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Fdp (B)(4) no longer apply.

Event description:
Additional information was received from a consumer (con) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient could not get a "bolus" all day and the low volume alarm sounded. The next morning, (B)(6) 2017 a loud alarm for empty pump went off. The patient was locked out of their pump when it really had 2/3 full. Per the patient the "bolis machine" works only intermittently, even with new batteries. The patient was not aware of any circumstances that led to the problems with his devices and had no issues until (B)(6) 2017. The patient's pain level kept increasing as the "bolus machine kept saying no x". To resolve the problem, the patient just refilled their pump and reset the pump and "bolus". The patient was not sure if the "problems with his device" had been resolved. The patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving therapy via an implantable infusion pump for non-malignant pain. It was reported that the patient was having "problems with his device." No further information was reported at this time.